Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code is sold internationally.

Event description:
It was reported that it was found that breakage (peeling, dent) of outer box of the cement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary :the complaint states: ¿it was reported that it was found that breakage (peeling, dent) of outer box of the cements (p/n: 3172080). By distributor. Thus, we received a request of return exchange the products on feb 8th 2019. No further information is available.¿ this investigation assumes that the complaint description refers to the product unit carton. As there is no sample or other evidence for examination, the complaint description cannot be confirmed. Unit cartons are packed into transit cartons to provide protection from damage during transit. Damaged and imperfect unit cartons are rejected during the manufacturing process as per mps-c-22. 4 retained samples of the product were examined, but no damaged units were discovered. It is likely that the damage was caused during transportation and/ or storage of the cartons. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.